Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 429 mg/dl, which was treated with manual injection. The customer stated that the insulin pump alarmed weak signal and sensor end. Upon troubleshooting, it was found that the insulin pump communication was re-established with the guardian monitor. The caller was advised that the enlite sensor was not designed to work with the guardian. Nothing further reported.